Event description:
Healthcare professional reports "incidence of anaplastic large cell lymphoma (alcl) that appears to be associated with the use of textured breast implants. I have encountered 3 cases within the past 3 years (over 130 cases have been reported worldwide) and two of these were in pts who had mcghan implants, i.e. The same texturing process that allergan currently use." The medical safety team has determined that combined results of immune-chemical, histological and cytological analysis of specimens are scientifically acceptable criteria with which to diagnose alcl. Multiple attempts have been made to obtain further info including cytology/pathology reports, device info, etc if/when add'l info does become available, it will be forwarded.

Manufacturer narrative:
Device labeling reviewed: there were no reported events of lymphoma/alcl for pts in the (B)(6) study, in the labeling for silicone implants.

Manufacturer narrative:
Corrected data: manufacturer of the device is unknown. Therefore, this field in the medwatch has been corrected to reflect this.

Event description:
Healthcare professional reports "incidence of anaplastic large cell lymphoma (alcl) that appears to be associated with the use of textured breast implants. I have encountered 3 cases within the past 3 years (over 130 cases have been reported worldwide) and two of these were in patients who had mcghan implants, i.e. The same texturing process that allergan currently use." The medical safety team has determined that combined results of immune-chemical, histological and cytological analysis of specimens are scientifically acceptable criteria with which to diagnose alcl. Multiple attempts have been made to obtain further information including cytology/pathology reports, device information, etc. If/when additional information does become available, it will be forwarded.